Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son was hospitalized on (B)(6) 2020 due to hypoglycemia. Customer's blood glucose level at the time of hospitalization was 30 mg/dl. Emergency medical service dispatched him to the hospital. Customer stated that her son was sleeping and he was not responding to her. Customer was treated with sugar saline intravenously. It was mentioned that there were scratches on the insulin pump, the brightness was not clear, the batteries were lasting less than ten days, and the main button was not responding. The insulin pump will not be returned for analysis.